Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly. An insulation anomaly was noted. The lead was capped and replaced. The patient was doing well before and after the procedure.